Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used during subcutaneous closure with simple interrupted suturing. Skin was closed with staples. Nodules formed on the suture knot. The suture remained in the body without much change after 45 days. The suture knots were pouting out from the wound, oozing from the wound and after removal of the suture, the wound healed normally. This may have led to osteomyelitis. It was reported that this was not an infection but an adverse reaction to the suture material. No additional information was available.